Event description:
It was reported that far field p-wave oversensing, loss of capture, low pacing impedance and low sensing was observed on the right ventricular (rv) lead. An x-ray was performed and an rv lead dislodgement was revealed to be the cause of event. The lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in two pieces. A visual inspection of the lead revealed the helix to be fully extended and clogged with blood and tissue. The reported events of loss of capture, far field p-wave oversensing, low pacing impedance, and low sensing were not confirmed. X-ray analysis of the lead revealed no anomalies. Additionally, electrical testing was performed and revealed no indication of conductor fractures or internal shorts.